Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for device interrogation after a scheduled procedure. It was noted that the lead impedance was high. The lead was explanted and replaced. There were no adverse consequences to the patient due to the event.